Event description:
Per the surgeon's report, this child hit his head on the implant side. The injury required stitches. The patient could no longer hear with his implant after the incident. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specifications. Cochlear recommended the device be replaced. However, a surgery date has not been communicated to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.